Event description:
The hospital reported that during a procedure, a piece of glue on the distal end of the bronchoscope fell inside the patient. The piece of glue was suctioned with the bronchoscope. There was no allegation of harm to the patient.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The bronchoscope was received without the bending section cover glue. The black silk thread at the plastic cover was also missing. A discoloration was noted on some of the remainder of bending section glue at the plastic cover and on the insertion tube. Olympus cannot conclusively determine the cause of the user's experience.